Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2017 -device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to have rust/corrosion. A leak test was performed and no leaks were detected. The returned battery cap and a test cap secured properly to the pump with no power interruptions. Two battery cap contacts height measured out of specifications; both contact widths were found to be within specification. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The original complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).